Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance lead warning against the right ventricular (rv) lead last year. Impedance has been shown to be undefined. The lead also failed to capture and a lead fracture was suspected. The patient felt fatigue from the event. Reprogramming took place and it is planned to replace the lead in the future. No further patient complications have been reported as a result of this event.